Manufacturer narrative:
One used warming device, filter, and hose from a different warming device were returned for product investigation. Visual inspection found the filter to be dirty and the device housing slightly scuffed. The inside of the case was inspected and no abnormalities or defects were found. A loose screw was observed at the bottom of the device housing and a missing screw was noticed in the power supply board. The ground screw was found to be loose but connected. All screws were replaced and tightened as needed. During functional testing, the returned accessories were assembled and the warming device was turned on. The device performed its self-test with no issues observed. The device was set to each of its three different temperature setting; all temperatures were found within specification. The warming device was forced into over temperature at each temperature setting. During all three forced overheating simulations, the alarm sounded and the warming device shut itself off within temperature specifications. The reported product problem could not be duplicated as the returned device and attachments operated in specification with no faults found.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the device was in use with patient during surgical procedure (type not reported). According to reporter, the warmer was set to the 44 degrees c setting when the device gave an "over temperature" alarm. The clinician turned off the warmer after observing the alarm. Second degree burns were reported on patient's arms, underarms and shoulders. According to reporter, the patient's burns were treated with flammazin and bandaged. No permanent adverse effects reported.